Event description:
I recently started the dexcom g7 and have had a whopping 50% failure rate (that's a whole month's worth) within two months. During these failures I was either active or sleeping and could not remedy the situation. Let alone being 100% prepared for every little thing. These have caused major bouts of high blood sugar, and my a1c has gone back up. Additionally the added stress and pain from having to reinsert these things and not knowing where my blood glucose is at is very problematic. The dexcom g7's high failure rate is dangerous and the product should be reevaluated. Or better yet, let know labs release their non invasive technology and spare us all from this.